Event description:
Reference number (B)(4). Event occurred in saudi arabia it was reported that the patient experienced an infusion set bent cannula event and was hospitalized on (B)(6) 2026 with symptoms of vomiting and stomachache. The insertion site was the abdomen, and the infusion set had been in use for one day. At the time of admission, the patient's blood glucose level was 442 mg/dl and the sensor glucose value was above 400 mg/dl. A ketone test was positive, and the patient required hospitalization for more than 24 hours due to diabetic ketoacidosis (dka). During hospitalization, the patient was treated with an intravenous insulin drip. No further information available.